Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 550 mg/dl. It was unknown how the customer treated the level. The customer stated that there was some issue with the insulin pump as their blood glucose level dropped down to 11 mg/dl and reached high to 550 mg/dl as well. Troubleshoot could not be performed. It is unknown whether the auto mode feature was active or not at the time of the incident. The insulin pump will not be returned for analysis.